Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field.

Event description:
It was reported that bd undisclosed iag pivc needle pierced the catheter. The following information was provided by the initial reporter: it was reported by customer that the IV catheter is sheering through needle.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: the complaint that the needle was protruding through the IV catheter was confirmed and the cause appeared to be associated with use. One photograph was provided for investigation. The photo showed one 22g insyte autoguard IV catheter with the needle protruding through the side of the catheter tubing. What appeared to be blood residue was observed in the tubing, which indicates that the IV catheter was likely damaged during use. The instructions for use (IFU) state, "if the needle is partially or completely withdrawn from the catheter tubing during insertion, do not re-insert the needle into the catheter tubing as damage may occur." A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.